Manufacturer narrative:
E1: (B)(6). Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325-1219. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose event and the symptoms experienced was nausea, vomiting, abdominal pain, difficulty breathing due to infusion set cannula was bent on (B)(6) 2026.